Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident psl ha cluster 52mm, cat# 542-11-52e; lot# 93jmhe; abgii no4 cementless left v40, cat#4845-0204; lot#g2113620a; v40 cocr lfit head 36mm/0, cat# 6260-9-136; lot#a4kmhe; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient felt pain and a revision surgery was needed after 10 years from primary.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: there is insufficient documentation presented to further complete this assessment. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, laboratory reports, surgical pathology reports, surgical implant records from the surgeries, dated pre and post op x-rays from the index and revision surgeries, outpatient office/clinic notes, implant retrieval operative reports are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient felt pain and a revision surgery was needed after 10 years from primary.